Event description:
It was reported that the catheter was inserted in 2006, and was used for dialysis the next day, without event. The patient attended dialysis three days later, and the staff was unable to obtain blood flow. The catheter had become disconnected, and therefore it was removed. An echo cardiogram was taken to confirm there was no air embolism. There were no patient complications reported.

Manufacturer narrative:
Evaluation of returned sample revealed that catheter shaft was attached to hub connection assembly. During review, connector assembly was removed from catheter, & it was noted that green compression sleeve was not located inside connector. Instructions for use for catheter include warning to ensure that compression sleeve is present when threading compression cap onto hub connection assembly to reduce possibility of air embolism, blood loss, or catheter separation. Because a lot number was not provided, a device history record review was not possible. A root cause could not be determined as separation of catheter was unconfirmed. A follow-up report will be filed if more information becomes available.